Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and bumpy skin irritation under the therapy electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended using benadryl cream on the irritation. It was reported that the skin irritation improved with the use of the benadryl cream.